Event description:
It was reported that the incident occurred in the cath lab. The ai-07127 was pre-tested prior to insertion and balloon was inflated in water successfully. The md inserted the catheter via the patients' right femoral vein. The catheter was in situ for approximately 10 minutes when the membrane burst. As a result, the catheter ws removed and replaced with another ai-07127. The manager of the cath lab stated that the wedge pressure balloon that was removed appears to be intact. There was no reported patient death or injury. There was no medical or surgical intervention required. The delay / interruption in therapy was less then one minute. No complications were reported and the outcome of the patient is listed as "fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.